Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of huyk1656 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that a 4.2fr single lumen cv catheter was placed using the open technique. It was placed in an (B)(6). Health professional stated that accessing the vein was easy; they cut the line to length and inserted it easily. Post operative chest x-ray confirmed correct placement. 24 hours later, just before it was used for tpn, the nurse reported that it was leaking from the insertion site. A plain chest x-ray showed that it had flipped itself upwards and worked its way out of the vein into the neck. On 8/10/2016 - additional information received from the doctor stated that the original issue he had was that he feels that the broviac tubing becomes very stiff when cut and therefore has a tendency to flip back up to the insertion point in the vein and become dislodged from the vein. The doctor's colleagues advised to always cut the catheter longer than suggested so that there is enough length of tubing to remain in the svc/ra for the catheter to stay downward instead of flip upwards. This reported line with the leak is currently working and the pediatric patient is fine.